Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the revision of reverse shoulder replacement from 2012 was done due to glenoid loosening. No further information was provided.